Manufacturer narrative:
The technician replaced the broken transfer link to repair the stretcher.

Event description:
Info received indicates when the brake is set at the head end of the stretcher, the foot casters will not engage into brake.